Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was not detected on the bus. A field service engineer identified an error in the drawer, shut down the device, ran diagnostics, reseated the cables, rebooted the system, and ran diagnostics again to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer not detected on bus. The customer stated that the malfunction occurred during the removal of medication workflow. There were no adverse events or injuries reported based on this event.